Event description:
It was reported by hvt sales representative doug peot that a 4200 geoform ring was explanted after a 1.4 month duration due to the ring dehisced at the p2 segment or "hump" of the ring. The hospital cultured the ring to check for a possible infection. A 6900p, size 27 was put in as a replacement valve. The device is available for return and will be returned by doug peot. No additional information was provided.

Manufacturer narrative:
Evaluation summary: ¿a section of the ring, as received was cut off. The piece was returned; it included sewing fabric and silicone, and measured to approximately 12mm in length. No other inconsistencies detected.¿ x-ray. This event was determined to be reportable per edwards lifesciences procedures. The event was learned via telephone call from hvt sales representative. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation.